Event description:
Reporter alleged the patient received the results of 344 mg/dl and 119 mg/dl on inform system 1 compared back to back with a result of 240 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report (B)(6) for the suspect device used in system 2. Will not be returned to manufacturer.